Event description:
Customer's mother reported via phone, the customer was having issues with the insulin pump. Customer's blood glucose was 557 mg/dl last time she ate and the device hasn't alarmed that she wasn't getting any insulin. Two of the last bolus that where performed were not saved in the bolus history bolus. Trouble shooting was performed and customer mentioned the device settings were changed by her doctor four weeks ago. Last alarm on the device was low reservoir from three days ago and reservoir was changed. Customer's mother declined performing high pressure and insuring if the bolus goes through, since the customer is a minor and might have not delivered them correctly. Customer's mother was advised to monitor the customer's blood glucose and call if issues reoccur. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.